Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). Patient inquired about a troubleshooting guide for when they could not get their device to charge. Each time patient tried to reposition it then press the green button, it still did nothing but gave them the signal that it was not working. Patient was now retired from army and working with the va to find a physician in their state to assist with the device. But, now that they had to wait since recognizing the issue, they were pretty sure that the device was dead. Patient also inquired about where they could order the stick on piece to go with charging (so they did not have to wear the belt). The event date was not provided. No symptoms were reported and no further complications were reported/anticipated.